Event description:
It was reported that the temperature did not match the philips bedside monitor; it was off by four degrees. At the time of the report, the customer declined the option for edwards-assisted troubleshooting. No patient injury was reported. Attempts to obtain additional clinical details have been unsuccessful.

Manufacturer narrative:
Examination found that although there is no philips monitor within the electronic service center to compare the temperature readings, the monitor passed the 44 hours burn-in test before and after the final acceptance test unit (fatu) test and no failure was found. All blood and injectate temperatures were within specifications. The complaint could not be confirmed during the evaluation. No repair action was taken. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. No further actions will be taken at this time.